Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unspecified vessel was achieved with two proglide devices using the pre-close technique prior to an abdominal stent graft procedure. Reportedly, when tightening the long suture to close the vessel, the suture of one proglide device broke after unintentionally applying strong force. Another proglide was used to place another suture. Hemostasis was achieved with the two proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy, excessive suture tension due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to previously filed report, additional information was received: the vessel was the right common femoral artery. No additional information was provided.